Manufacturer narrative:
Correction to complaint conclusion as sterile devices were analyzed. As reported, the trigger of a 5f exoseal vascular closure device (vcd) would not activate despite the indicator window displaying a black-black alignment, and excessive force was required in an attempt to deploy the device. The device was not able to deploy in the patient. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was used during an interventional procedure. The device was stored and prepped according to instructions for use. Deployment outside the patient was not attempted as the trigger button would not work. Manual compression was used to complete the procedure. Pulsatile flow was observed from the bleed-back indicator, and the procedure used an antegrade approach. No visible signs of device or package damage were noted prior to use. The suitability of the femoral artery was verified on angiography, including the appropriate insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target site had not been previously closed with a device or manual compression within 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window changed to solid black with no red color observed during retraction. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. In addition, five sterile exoseal vascular closure devices 5f involved in the reported complaint were returned for investigation inside sealed pouch bags. During the visual inspection, all five sterile units were reviewed, and all devices consistently showed the deployment lever received not depressed, the guard not locked, the plug in manufacturing position, and the indicator wire not deployed. No catheter sheath introducer (csi) were returned for this evaluation. Finally, all five sterile units were observed to have the indicator window received in the black/ white position. During this visual analysis, no damage or additional anomalies were observed to be reported on the sterile units. The functional deployment simulation evaluation could not be performed, as the non-sterile device was fully deployed and the plug was not received for evaluation. However, a deployment simulation evaluation was performed on all five sterile units evaluated. During this analysis, the guard was locked and successfully locked on all sterile units, allowing the indicator wire to be deployed. The indicator wire was then pulled to achieve the black/black position in the indicator window on all sterile units, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained on all sterile units evaluated. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of all five sterile units evaluated and the non-sterile unit. During this analysis, no abnormal conditions were observed to be reported on any of the units. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned non sterile device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. Additionally, the reported event was not observed through analysis of the five sterile devices returned as the deployment lever was able to be fully depressed during analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the IFU, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the trigger of a 5f exoseal vascular closure device (vcd) would not activate despite the indicator window displaying a black-black alignment, and excessive force was required in an attempt to deploy the device. The device was not able to deploy in the patient. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was used during an interventional procedure. The device was stored and prepped according to instructions for use. Deployment outside the patient was not attempted as the trigger button would not work. Manual compression was used to complete the procedure. Pulsatile flow was observed from the bleed-back indicator, and the procedure used an antegrade approach. No visible signs of device or package damage were noted prior to use. The suitability of the femoral artery was verified on angiography, including the appropriate insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target site had not been previously closed with a device or manual compression within 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window changed to solid black with no red color observed during retraction. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed and the plug was not received for evaluation. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed with the lever depressed. The cause of the reported issue could not be determined since the condition of the received device did not match the event reported, as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. An antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the trigger of a 5f exoseal vascular closure device (vcd) would not activate despite the indicator window displaying a black-black alignment, and excessive force was required in an attempt to deploy the device. The device was not able to deploy in the patient. There was no reported patient injury. The operator was trained in the device, and the exoseal vcd was used during an interventional procedure. The device was stored and prepped according to instructions for use. Deployment outside the patient was not attempted as the trigger button would not work. Manual compression was used to complete the procedure. Pulsatile flow was observed from the bleed-back indicator, and the procedure used an antegrade approach. No visible signs of device or package damage were noted prior to use. The suitability of the femoral artery was verified on angiography, including the appropriate insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target site had not been previously closed with a device or manual compression within 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window changed to solid black with no red color observed during retraction. The device will be returned for evaluation.